Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium and chloride results generated by unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. Sample information and results were not provided; however amended reports were initiated. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Sodium qc results were within the lab's established ranges. Post event the na and cl and qc results were lower. The customer recalibrated the ise system and re-run the qc samples and the results were within the established ranges. A bci field service engineer (fse) completed the ise preventive maintenance and rebuilt the flow cell. Fse cleaned the ratio pump home sensor and lubricated the piston motor gears. A clear root cause can not be determined for this event.